Event description:
Boston scientific received information stating the lead was explanted because it failed. (B)(6) hospital event date (B)(6)2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).